Manufacturer narrative:
The proresults plaque control brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the proresults plaque control brush head were coming out in their mouth causing them to gag.

Manufacturer narrative:
This submission is a duplicate to MDR 3026630-2017-00394 (B)(4) submitted on 12/22/2017. Please cancel.